Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver screen displayed five stars and then it went black. Patient performed a paperclip reset on the receiver; however, it only worked temporarily and the issue persisted. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.